Manufacturer narrative:
A brand name and lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated that the inner portion of two or three tampons unraveled upon removal and the tampons broke apart inside her. She was unsure if the tampons were click or sleek. They were super plus absorbency. She manually removed the pieces and then saw her doctor. The doctor confirmed that she had successfully removed all pieces and none remained.